Manufacturer narrative:
Device evaluation of electrode has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt did not pass a ECG falloff test. The cause was isolated to an open discharge wire in the cable connecting the ECG c and d. The root cause for the open wire was not able to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages.